Event description:
It was reported that during a tracheobronchial stenting treatment procedure the stent failed to deploy. A up/12-4/16/95 - proximal ultraflex non-covered tracheobronchial stent had been selected and advanced to treat an unspecified stricture. The physician was unable to deploy the stent for unspecified reasons. The procedure was unable to be completed as another suitable stent was not available. The pt will be scheduled for another procedure. The pt is currently listed in "normal" condition.